Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had pain, fever, and a wet driveline exit site with erythema and a worsening cable infection. Despite previous antibiotic therapy there was progression of the driveline infection. A new fistula formed with purulent discharge. Cultures were identified as streptococcus mitis 10*5 koe. A surgical debridement was performed on (B)(6) 2023 and the outcome was better after the procedure but had not completely resolved. Intravenous antibiotic treatment was ongoing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.